Event description:
It was reported by the aci regional sales manager that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "device locked after the shuttle step and the sheath could not be retracted". The balloon was deflated and the device was removed. The patient was converted to 10 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1223405) indicated that the device lot met all established performance criteria prior to shipment.